Event description:
The complainant alleged that during a training/in-service by a zoll sales representative, the device's charge and energy select buttons would operate intermittently. The complainant indicated that there was no pt involvement in the reported malfunction.